Event description:
It was reported that the patient with this electrode had previously received multiple inappropriate shocks. Device counter data confirmed there were five treated episodes and three untreated episodes. Boston scientific confirmed the presence of oversensing of noise and low amplitude morphology measurements. Testing of the system was able to reproduce noise with minimal movement from the patient. Additional information provided from the field indicated due to a continuation of oversensing, surgical intervention was performed and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.